Manufacturer narrative:
Information references the main component of the system and other applicable components are: product ID neu_wrench_acc serial# unknown product type accessory- analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a manufacture representative (rep) on (B)(4) 2017 the rep returned the implantable neurostimulator (ins) and wrench accessory for analysis. No further complications were reported/are anticipated.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a manufacturer representative (rep) regarding a patient with an implantable neurostimulator (ins). The lead would not insert into the ins. The ins was never implanted and would be returned by the rep for analysis. The ins was replaced. The healthcare professional (hcp) could not insert the lead into the bottom part of the ins. They tried multiple times but still could not. They also back out the set screw as far as it would go but got the same result. After multiple attempts and replacing the ins the issue was resolved. There were no patient symptoms reported and no complications reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.